Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from south korea that the attachment device generated a lot of heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the cutter engagement assessment. It was also observed that one of the two springs (44-2442) for the lock tabs (44-2790) had failed and was not pushing on the lock tabs to secure the cutter. It was also observed that the bearings were worn out and loose; the issue with the spring coming out of place is due to the device being run without a cutter. The assignable root cause was determined to be due normal wear from use and servicing over time and component damage due to improper cleaning methods. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.